Manufacturer narrative:
The device br 16 006 has been inspected for investigation purpose. The tests performed confirmed that a design deficiency caused the software failure. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected. As a consequence the device stopped and restarted. A surgery delay has been reported between 30 minutes and 1 hour.